Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted due to noise on another manufacturer's right ventricular (rv) lead. The noise was oversensed and resulted in inappropriate shocks. An invasive procedure was performed to replace the lead. During the procedure the device was programmed to cautery protection mode. When cautery was applied the patient jumped as if a shock had been delivered. When the device was removed from the pocket and the patient received another shock. The electrogram (egm) had been lost following the first shock and when the device was reinterrogated it was found to be in safety core. The rv lead was found to have insulation damage near the suture tie down site. The entire system was replaced. No adverse patient effects were reported.